Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device revealed the glass cap was detached, and the directional indicator was misaligned with the output window. Therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that two fibers stopped working after 3,000 joules of use, the error message excess fiber life was observed. A third fiber was used in order to complete the procedure without patient consequences. Analysis of the returned fiber revealed that the fiber glass cap was detached; therefore, reporting criteria is met.